Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety bar locked, creating the potential for unintended activation if the device is stuck in a position other than "safe," no patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event..

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety bar locked, creating the potential for unintended activation if the device is stuck in a position other than "safe," no patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event